Event description:
The report states, "after procedure, attempts to completely deflate iab for removal unsuccessful. Injury to left common femoral artery requiring two viabahn stents for successful hemostasis. Patient has done well post procedure". Additional information received states that manual deflation of the balloon was not attempted. The user attempted to remove the balloon through the sheath, initially. There was no blood noted in the helium pathway. "No surgical intervention was called in, as they placed two covered stents to repair the ruptured femoral artery".

Manufacturer narrative:
(B)(4). Other remarks: corrected data:

Event description:
The report states, "after procedure, attempts to completely deflate iab for removal unsuccessful. Injury to left common femoral artery requiring two viabahn stents for successful hemostasis. Patient has done well post procedure". Additional information received states that manual deflation of the balloon was not attempted. The user attempted to remove the balloon through the sheath, initially. There was no blood noted in the helium pathway. "No surgical intervention was called in, as they placed two covered stents to repair the ruptured femoral artery".

Manufacturer narrative:
(B)(4). The reported complaint of "attempts to completely deflate iab for removal unsuccessful" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only**

Event description:
The report states, "after procedure, attempts to completely deflate iab for removal unsuccessful. Injury to left common femoral artery requiring two viabahn stents for successful hemostasis. Patient has done well post procedure". Additional information received states that manual deflation of the balloon was not attempted. The user attempted to remove the balloon through the sheath, initially. There was no blood noted in the helium pathway. "No surgical intervention was called in, as they placed two covered stents to repair the ruptured femoral artery".